Event description:
A report was received that the patient had charging difficulties and pain at the pocket site. The patient underwent ipg replacement per physician preferrence. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.